Event description:
On (B)(6) 2011 customer reported that the secondary mode rinse block on the hmx al instrument was leaking liquid (5ml). Customer stated that the leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and confirmed that diluent was leaking from the bottom of the rinse block. Fse flushed out vacuum chamber 6 (vc6) to the vacuum trap, and also the rinse block to vacuum chamber 7 (vc7). This resolved the issue. Instrument operation was verified.

Manufacturer narrative:
Evaluation codes, results, code (other): vacuum chamber and rinse block. (B)(4).